Manufacturer narrative:
(B)(4). Date sent: 11/19/2020. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received fully fired with the reload deck damaged. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. In addition the firing sound was not as smooth as it is with a new device, but it was not as unusual. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this type of damage to the knife and the reload is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 2/22/2021 corrected data: investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received fully fired with the reload deck damaged. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. In addition, the firing sound was not as smooth as it is with a new device, but it was not as unusual. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this type of damage to the knife and the reload is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in a sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. The device was sent for additional analysis. Upon arrival in the cincinnati pi lab, the blade of the returned device was examined using a scanning electron microscope (sem) with an energy dispersive x-ray (edx) detector. The edx allows for a careful examination of the elements present on a surface. The damaged area of the blade shows titanium (ti) and is not present in the composition of the blade. The blade was likely fired into an object that contained titanium.

Manufacturer narrative:
(B)(4). Date sent: 11/9/2020. D4: batch # t5cm42. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the partial fire, ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(6). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: can it be confirmed that the entire width of compressed vessel within jaws was proximal to cut line? In follow up discussions with surgeon he says yes ¿ he always directs the renal artery further back in the jaws to ensure it is fully captured and behind the cut line. Of note: he has been using pvs for 3-4 years at this account and 3 years prior at a previous site. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? Specific question not asked. Were the tips of device visible during firing? Yes. Did the device only partially fire and knife returned home or was it required to manually return knife? Device fired through full sequence and returned as normal. Surgeon noted that it ¿sounded funny¿ upon deployment. Different than usual. Were any issues noted with staple form? Surgeon stated that there was no time to inspect staple line. Upon opening jaws blood was flowing. Noted that there were staples in the surgical field. This was first firing. (Usually fires two cartridges. One on artery, one on vein). Surgeon closed jaws again quickly to try and control bleeding. Attempted to manage laparoscopically but was unsuccessful. Had to open patient/create larger incision to control bleeding and save the donor organ. Organ retrieval was ultimately successful and transplanted. Were any clips used in the vicinity of stapler firing? Clips were used but surgeon stated that the stapler/cartridge was clear of clips. Did the patient require a transfusion? Unknown. Surgeon did not state that this occurred. He did note that patient stayed a couple of extra days in hospital. Does the surgeon routinely wait 15 seconds prior to firing? Surgeon usually counts to 5, slowly, before firing. Of note: surgeon has had a rapid response team call 2 years ago in another case and compression, time was reviewed. What is the current patient status? Patient stable and discharged home. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon using pvs experienced ¿misfire¿ of device during the renal artery transaction in a live donor nephrectomies. Fired stapler. Upon opening noticed problem. Stapler described as did not fully fire/staple upon transection - patient had significant bleeding. Mis procedure rapidly converted to open to manage hemostasis. Patient currently stable. Converted to open, clipped artery to manage hemostasis. Surgeon has used pvs for 3+ years and has never experienced this issue before. Patient bleeding event managed as per hospital protocol, longer admission, and other intervention potential based on patient healing. Healthy patient donating kidney. Currently stable and in hospital.,